Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device does not work properly. He must press and hold it several times to make it respond. He noticed the issue 5-6 months ago. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.